Event description:
It was reported that the ventricular capture management (vcm) measured threshold for the right ventricular lead was high. It was also noted that the vcm measured threshold was significantly higher than the one obtained through manual test. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.